Event description:
It was reported that, this pacemaker exhibited low impedances out of range on the non boston scientific right ventricular (rv) lead. A lead safety switch (lss) was triggered. The pacemaker was programmed in unipolar pacing and sensing. No evidence of myopotential or non-physiological noise in sampling of stored electrogram (egm). Boston scientific technical services (ts) indicated that may be isolated out of range but recommend thorough in person lead evaluation in bipolar configuration, including isometrics and pocket manipulation while obtaining serial impedance measurements and observe for noise to rule out lead issue. This pacemaker remains in service. No adverse patient effects were reported. Additional information was received which indicated that, this device was explanted and replaced due to normal battery depletion (nbd). No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that, this pacemaker exhibited low impedances out of range on the non boston scientific right ventricular (rv) lead. A lead safety switch (lss) was triggered. The pacemaker was programmed in unipolar pacing and sensing. No evidence of myopotential or non-physiological noise in sampling of stored electrogram (egm). Boston scientific technical services (ts) indicated that may be isolated out of range but recommend thorough in person lead evaluation in bipolar configuration, including isometrics and pocket manipulation while obtaining serial impedance measurements and observe for noise to rule out lead issue. Additional information was received which indicated that, this device was explanted and replaced due to normal battery depletion (nbd). No adverse patient effects were reported.

Event description:
It was reported that, this pacemaker exhibited low impedances out of range on the non boston scientific right ventricular (rv) lead. A lead safety switch (lss) was triggered. The pacemaker was programmed in unipolar pacing and sensing. No evidence of myopotential or non-physiological noise in sampling of stored electrogram (egm). Boston scientific technical services (ts) indicated that may be isolated out of range but recommend thorough in person lead evaluation in bipolar configuration, including isometrics and pocket manipulation while obtaining serial impedance measurements and observe for noise to rule out lead issue. This pacemaker remains in service. No adverse patient effects were reported.